Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had inaccurate readings with the sensor. The customer reported the insulin pump suspended at a sensor glucose of 70 mg/dl. The customer's blood glucose was 300 mg/dl. The customer unsuspended the insulin pump and treated with a bolus. Troubleshooting did not occur for the sensor. The sensor will not be returned for analysis.